Event description:
A surgeon reported a decrease in vision one month following the implantation of a glaucoma filtration device, with an increase in the intraocular eye pressure (iop), and fibrosis of the filtering bleb. On two occasions, the pt required an add'l procedure with a bleb revision. Treatments of suture lysis and medications to control the intraocular pressure (iop) were also required. The surgeon reported that the pt is recovering. No further info is expected.

Manufacturer narrative:
Eval summary - no sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. Because a sample was not returned, the root cause cannot be determined and no actions are taken. Add'l info is not expected. (B)(4).